Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("increase in old migraine phenomena in the patient"), adenomyosis ("adenomyosis"), cystocele ("cystocele"), rectocele ("rectocele responsible for terminal constipation") and constipation ("rectocele responsible for terminal constipation"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy) and treatment by vaginal route and an anterior colcoperineorrhaphy. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, migraine, adenomyosis, cystocele, rectocele and constipation outcome was unknown. The reporter provided no causality assessment for adenomyosis, constipation, cystocele, medical device removal, migraine and rectocele with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("increase in old migraine phenomena in the patient"), adenomyosis ("adenomyosis"), cystocele ("cystocele"), rectocele ("rectocele responsible for terminal constipation") and constipation ("rectocele responsible for terminal constipation"). The patient was treated with surgery (total "hysterectomy" with bilateral salpingectomy) and treatment by vaginal route and an anterior colcoperineorrhaphy. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, migraine, adenomyosis, cystocele, rectocele and constipation outcome was unknown. The reporter provided no causality assessment for adenomyosis, constipation, cystocele, medical device removal, migraine and rectocele with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. On 11-mar-2020: health authority reference ((B)(4)) was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Concurrent conditions included adenomyosis uteri, bladder prolapse, uterine prolapse, rectocele and constipation. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("increase in old migraine phenomena in the patient"), adenomyosis ("adenomyosis"), cystocele ("cystocele"), rectocele ("rectocele responsible for terminal constipation") and constipation ("rectocele responsible for terminal constipation"). The patient was treated with surgery (total hysterctomy with bilateral salpingectomy) and treatment by vaginal route and an anterior colcoperineorrhaphy. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, migraine, adenomyosis, cystocele, rectocele and constipation outcome was unknown. The reporter provided no causality assessment for adenomyosis, constipation, cystocele, medical device removal, migraine and rectocele with essure. The reporter commented: essure was removed due to increase in prior migraine phenomena. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-mar-2020: essure removal questionnaire received: patient demographics and medical history were provided. Essure was removed due to increase in prior migraine phenomena. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Concurrent conditions included adenomyosis uteri, bladder prolapse, uterine prolapse, rectocele and constipation. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("increase in old migraine phenomena in the patient"), adenomyosis ("adenomyosis"), cystocele ("cystocele"), rectocele ("rectocele responsible for terminal constipation") and constipation ("rectocele responsible for terminal constipation"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy) and treatment by vaginal route and an anterior colpoperineorrhaphy. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, migraine, adenomyosis, cystocele, rectocele and constipation outcome was unknown. The reporter provided no causality assessment for adenomyosis, constipation, cystocele, medical device removal, migraine and rectocele with essure. The reporter commented: essure was removed due to increase in prior migraine phenomena. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: essure removal questionnaire received: patient demographics and medical history were provided. Essure was removed due to increase in prior migraine phenomena. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.